Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The report stated that during surgery for a total abdominal hysterectomy and tumor debulking the ligasure impact did not seal properly on omentum and the uterine pedicles. The seals were oozing. It is unk if an end tone was heard on these seals or if the regrasp alert sounded.